Event description:
Same case as MDR# 2134265-2012-04229. Reportable based on analysis completed on (B)(4), 2012. It was reported that during prep for a rotational atherectomy procedure, a guide wire kink occurred. The 99% stenosed target lesion was located in the moderately tortuous proximal to mid left anterior descending (lad) artery. The physician advanced a 1.5mm rotalink burr onto the 330cm rotawire guide wire and resistance was encountered and the guide wire was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good. However, the returned product analysis revealed that the rotawire guide wire fractured.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR# 2134265-2012-04229. Reportable based on analysis completed on (B)(4) 2012. It was reported that during prep for a rotational atherectomy procedure, a guide wire kink occurred. The 99% stenosed target lesion was located in the moderately tortuous proximal to mid left anterior descending (lad) artery. The physician advanced a 1.5mm rotalink burr onto the 330cm rotawire guide wire and resistance was encountered and the guide wire was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good. However, the returned product analysis revealed that the rotawire guide wire fractured.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual examination revealed kinks along the body. The device was received in two sections. The visual and tactile inspection was performed and the device was fractured at 137.5cm approx from distal end. All the outer diameter measurements are within the specifications. The fracture section was sent for analysis, which revealed the failure occurred in a zone with a wear reduction due to a torsional overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).